Event description:
During moist heat and electrical stimulation, -interferrential- to the neck and upper thoracic region with four electrodes, the pt received an electrical current/shock. He screamed and the machine was immediately turned off. His skin was examined and there was no evidence of skin irritation from the electrodes. He continued with the moist heat and gentle stretching to the cervical spine.